Manufacturer narrative:
Unit passed displacement test. Pump received with cracked battery tube threads, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap(p) coin slot. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.